Manufacturer narrative:
Evaluation of the used decontaminated product found a leak at the juncture of the tube and the hub. One needle had a burr. No occlusions were found. Mfg speculated that insufficient application of cholohexanone may have caused the leak. A semi-automatic process has been added to the adhesive dispenser and uv curing has reduced leaks. The molded body is now being inspected at incoming to insure dimension conformity of the sheath. These actions have corrected the reported problem.

Event description:
Customer reports, angel wings are leaking at the site where the tubing joins the base of the angel wing body.